Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h7 of initial report recall was inadvertently selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon occurred due to the channel was clogged with a stent that was used in the last procedure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found; biopsy channel had blockage. Bending rubber adhesive was detached. Bending angle did not meet specification. Upward/ downward angle knob had uneven rotation. Light guide tube had wrinkles. Air-leak inspection failed. Bending cover adhesive was deteriorated and separated on the thread-wound sections. Due to damage on channel tube, water tightness is lost. Due to clogging of channel tube, suction volume does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to deformation of lock engagement lever, upward/downward knob could not be locked securely. Due to clogging of channel-tube, the tube cleaning brush could not be inserted. Adhesive on bending section rubber had a chip. Scope connector cover unit was deformed. Universal cord had buckling. Right/left knob was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope stent was stuck between air water channel and the biopsy. The issue occurred during therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. During the procedure, the gastroenterologist attempted to dislodge the stuck-up stent with a manual clean but without success. The procedure was completed with a different duodenoscope to deploy the stent. Additionally, there was a delay of 15- 20 minutes with extended anesthesia/sedation required during this time. There were no reports of extended hospital stay or patient harm.